Event description:
It was reported that the patient underwent a revision procedure and the superion indirect decompression system was explanted and replaced. There were no patient complications during the procedure.

Manufacturer narrative:
The returned spacer was analyzed and revealed severe tool marks in the implant body and severely stripped screw thread. The spacer functioned acceptably during the functional test. The damage is most likely to have occurred during the explant procedure. A labeling review was performed and it did not reveal any anomalies. The instructions for use (IFU) states that migration or dislodgement of the implant from the original position so that it becomes ineffective or causes damage to adjacent bone or soft tissues including nerves; and avoiding strenuous activity in the immediate postoperative period may be advisable among other risks associated with the procedure.

Event description:
It was reported that the patient underwent a revision procedure and the superion indirect decompression system was explanted and replaced. Additional information was received that the revision procedure was due to the patient having a fall and dislodgement of the superion indirect decompression system. The physician did not state the patient's fall was device related during the assessment.

Event description:
It was reported that the patient underwent a revision procedure and the superion indirect decompression system was explanted and replaced. Additional information was received that the revision procedure was due to the patient having a fall and dislodgement of the superion indirect decompression system. The physician did not state the patients fall was device related during the assessment.